Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a black dot on the screen, a sensor end alarm and no delivery alarm. The customer also stated that she was experiencing high blood glucose levels, and was recently hospitalized. Troubleshooting was performed, and there were no more alarms after changing the infusion set. Nothing further was reported.